Event description:
Pt fell down on concrete approximately 4 months after undergoing medial unicompartment knee replacement. She presented to her surgeon in 2009 to report an increase in knee pain. Until that time, she had reported satisfactory relief of her arthritic pain following her surgery five months earlier. The pt was treated with a brace, rest, and steroid injection but failed to show satisfactory progress. Ten months after surgery, she returned to the operating room where arthroscopic eval of the knee showed microscopic loosening of the tibial prosthesis. The prosthesis was removed and replaced by a metal backed unicompartmental polyethylene implant. At her initial f/u visit, the pt reports that she believed that the problem was corrected satisfactorily by the revision procedure.